Manufacturer narrative:
Bayer case number: (B)(4). Anxiety [anxiety]. Sleep disorder [sleep disorder]. Restless legs syndrome [restless legs syndrome]. Joint pain [joint pain]. Recurrent tendinitis (shoulders, wrists) [shoulder tendinitis]. Recurrent tendinitis (shoulders, wrists) [tendinitis]. I am extremely distressed at having to endure these toxic implants [emotional distress]. Case narrative: the below report was received by health authority ansm (reference number: r2607733) on 12-mar-2026. The most recent information was received on 19-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of anxiety ("anxiety") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced anxiety (seriousness criterion medically important), sleep disorder ("sleep disorder"), restless legs syndrome ("restless legs syndrome"), arthralgia ("joint pain"), rotator cuff syndrome ("recurrent tendinitis (shoulders, wrists)"), tendonitis ("recurrent tendinitis (shoulders, wrists)") and emotional distress ("I am extremely distressed at having to endure these toxic implants"). At the time of the report, the emotional distress had not resolved. The outcomes for anxiety, sleep disorder, restless legs syndrome, arthralgia, rotator cuff syndrome and tendonitis were unknown. No causality assessment was received for essure with regard to anxiety, sleep disorder, emotional distress, restless legs syndrome, arthralgia, rotator cuff syndrome or tendonitis. The reporter commented: current status of the patient: I am extremely distressed at having to endure these toxic implants which are harming my health, without having been informed of the insertion of this level 3 medical device. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Anxiety [anxiety]. Sleep disorder [sleep disorder]. Restless legs syndrome [restless legs syndrome]. Joint pain [joint pain]. Recurrent tendinitis (shoulders, wrists) [shoulder tendinitis]. Recurrent tendinitis (shoulders, wrists) [tendinitis]. I am extremely distressed at having to endure these toxic implants [emotional distress]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 12-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of anxiety ("anxiety") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced anxiety (seriousness criterion medically important), sleep disorder ("sleep disorder"), restless legs syndrome ("restless legs syndrome"), arthralgia ("joint pain "), rotator cuff syndrome ("recurrent tendinitis (shoulders, wrists) "), tendonitis ("recurrent tendinitis (shoulders, wrists)") and emotional distress ("I am extremely distressed at having to endure these toxic implants"). At the time of the report, the emotional distress had not resolved. The outcomes for anxiety, sleep disorder, restless legs syndrome, arthralgia, rotator cuff syndrome and tendonitis were unknown. No causality assessment was received for essure with regard to anxiety, sleep disorder, emotional distress, restless legs syndrome, arthralgia, rotator cuff syndrome or tendonitis. The reporter commented: current status of the patient: I am extremely distressed at having to endure these toxic implants which are harming my health, without having been informed of the insertion of this level 3 medical device. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.